Event description:
It was reported that the vertical lift on the 9800 system is not going up or down properly. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The vertical column power supply was replaced (ps3). The system was tested and found to be working as intended and placed back into service.